Manufacturer narrative:
For 16 of the 24 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 6 of the reported events, the enhanced sensor interface board was replaced, to resolve 3 of the reported events, the digital acquisition board was replaced, to resolve 2 of the reported events the flow sensors were replaced. The following were replaced to resolve the reported events: the enhanced sensor interface board, digital acquisition board, and connecting wiring harnesses for 1 unit, the enhanced sensor interface board and data acquisition board for 1 unit, the 220v-240v inrush circuit board for 1 unit, the cable from the central processing unit board to the enhanced sensor interface board for 1 unit, and the flow control valve and the harness from the enhanced sensor interface board to the advanced breathing system switches for 1 unit. For 2 of the 24 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 2 of the 24 units, the customer biomedical engineer troubleshot the issue with ge healthcare technical support. There is no further information available regarding the resolution of the reported issue. For 3 of the 24 units, no ge healthcare service represented visited the site to confirm the allegation as the customer has elected to continue with a non-ge service repair. For 1 of the events, the checkout of the unit was performed by a third-party distributor.

Event description:
This report summarizes 24 malfunction events. A review of the events indicated that model 1009-9212-000 anesthesia gas machine experienced therapeutic failure. 9 events were reported for an error preventing mechanical ventilation, 3 events were reported for an error that results in an inability to initiate mechanical ventilation, 3 events were reported for manifold pressure sensor failure preventing mechanical ventilation, 3 events were reported for error message that could cause a loss of mechanical ventilation, 1 event reported for a malfunction preventing volume control ventilation, 1 event reported for an error only allowing volume ventilation, 1 event reported for a flow sensor error preventing mechanical ventilation, 1 event reported for a malfunction preventing pressure control ventilation modes, 1 event was reported as "unable to drive bellows" error resulting in a loss of mechanical ventilation, and 1 event reported for flow valve failure alarm preventing mechanical ventilation. These reports were received from various sources. Of the 24 events, 17 did not involve patients, and 7 did involve a patient. There was no patient information available.